Manufacturer narrative:
Stroke is a known potential complication associated with all patients implanted with vads. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event of stroke are multifactorial and may be attributed to medical treatment and anticoagulant therapy, past medical history; specifically the patient's inability to take warfarin due to intolerance, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Device remains implanted.

Event description:
It was reported that this patient admitted to the hospital for treatment of ischemic stroke. The patient presented left arm hemiplegia and increased flows followed decreased flows four hours later. Anticoagulation therapy included lovenox, plavix, and aspirin with anti-factor xa. CT scan results revealed an acute/subacute infarct. Anticoagulation was lowered due to risk for hemorrhagic conversion. The patient was placed on eeg monitoring and anticoagulation regimen was resumed to original therapy after 48 hours. The last report received indicated that the patient's symptoms had resolved without any neurological residual effect. No further information was provided.